Event description:
It was reported that during the implant procedure, it was difficult to fully insert the atrial lead into the pulse generator header. Eventually, the lead was implanted and secured with good electrical values. The patient would be monitored. The medical condition of the patient was good during and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.